Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7104552.

Event description:
It was reported that the patient experienced inadequate tremor suppression therapy from their deep brain stimulation (dbs) device. Attempts to reprogram the dbs leads were made, however were unsuccessful. The leads were sub-optimally placed during initial implant causing the inadequate therapy per the physicians assessment. The patient underwent a procedure where the dbs leads were removed and replaced with others of the same model where they were placed in a more optimal location. Physical analysis could not be performed in our laboratory, as the devices were retained by the facility. The patient did well post-operatively.